Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter attached to the catheter. The following information was provided by the initial reporter, translated from japanese to english: black fm attached.

Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photographs provided. Bd received one unopened unit from lot number 9029982. The packaging of the unit was in great condition. Three photographs were also submitted which displayed the bottom webbing of the device, the foreign matter observed and the lot number. Upon initial inspection of the unit and the photos received from the customer foreign matter was identified between the top and bottom web of the packaging. The foreign matter was sent in for ftir testing. The additional testing could not establish the nature of the foreign matter observed. The material is not ir sensitive, which indicated it is probably metallic in nature, however the testing failed to provide a definite answer as to the nature of the foreign matter. The size and location of the foreign does not impede on the seal integrity. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect however where in the manufacturing process could not be determined. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter attached to the catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: black fm attached.